Manufacturer narrative:
A review of the manufacturing records for this lot did not reveal any discrepancies relevant to this reported event.

Event description:
Upon removal of the silverhawk ls-m device after atherectomy of the sfa, tension was noted. The physician tried turning the device on and off to make sure it was completely closed. The physician noticed the device seemed to be angling too much and attempted to remove everything. However, they were unable to remove anything at this point. The patient was taken to surgery and upon completion of a cut down, everything was removed.